Manufacturer narrative:
The insulin pump was received with unresponsive up button due to flattened dome. The keypad connected was inspected and no anomalies noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level is 242 mg/dl. The mother stated that they changed the reservoir; however, the up button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.